Event description:
Customer reported a high blood glucose (bg) reading, as indicated by pump displaying "high"; although specific value was not provided and cause of elevate bg was unknown. The customer visited the emergency room, stayed briefly, and opted for a supplies/system check but was disconnected after being admitted for further treatment. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.